Event description:
It was reported that the asymptomatic patient presented for a follow-up in backup vvi. The hardware elective replacement indicator (eri) byte was checked, indicating that the pulse generator had not reached hardware eri. Multiple download attempts failed. Due to telemetry corruption and unknown battery status, further troubleshooting could not be performed. Device replacement would be scheduled due to unresolved backup vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.